Event description:
Account states when removing the jackson pratt drain there was a break right at the intersection of the clear plastic tubing with the associated white tubing. Pt taken back to surgery to remove remaining piece.